Event description:
This pi is for the rotational flap. Information received from (B)(4) indicates the following: patellar tendon rupture. Required rotational flap (B)(6) 2013. All components removed for instability (B)(6) 2018. Left knee.